Event description:
Follow up information identified for explant date.

Manufacturer narrative:
1627487-07262012-002-r, 1627487-12192011-003-r. This ipg serial number was included in multiple field advisories. St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg was unable to communicate with the external devices. The patient is unable to remember when the ipg was last recharged. Patient underwent surgical intervention on (B)(6) 2017 to remove and replace the ipg. Therapy was restored postoperatively. Concomitant device information: model 3386, scs extension, date of implant unknown concomitant device information: model 3183, scs lead , date of implant unknown.